Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 mpxr 424706 and attachment (rep, hcp): information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient saw signs of redness around the pump site and the pump was explanted. It was unknown what external, environmental, or patient factors may have led or contributed to the issue. It was unknown what diagnostics or troubleshooting occurred. Additionally, it was unknown if the issue was resolved. It was also noted that the catheter remained. The patient was noted to be "alive - no injury'. A surgical pathology report of inflammatory tissue was performed. Diagnosis was soft tissue, site unspecified, excision-fibrotic tissue with mixed inflammatory infiltrate and multiple suture-type granulomata; no malignancy identified. Sections showed a few fragments of fibrotic tissue with numerous suture granulomata, suggestive of a mesh. Some areas demonstrated deposition of fibrin and mild acute and chronic inflammatory infiltrate. No evidence of malignancy was identified. The tissue was received in saline in a container labeled with the patient name. Three fragments were received. The measurements were 7.5 x 7.5 x 1.7 cm in aggregate. The tissue was described as dark red friable soft tissue with fibrinopurulent aspect. Representative sections were submitted in two cassettes for microscopic examination. No further complications were reported or anticipated.